Event description:
It was reported that during a ligamentoplasty the 7.5mm clancy flexible drill cracked. It took about 50 minutes to remove the piece from the patient.

Manufacturer narrative:
One (B)(4) flexible 7.5mm cannulated drill reported on. This is a three year old reusable instrument. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Condition the driver¿s bit or chuck. 2. Use of reverse rotation. 3. Inadvertent torque, pressure, leverage and bending. 4. Getting entangled up with other instruments or devices. 5. Debris such as bone chips caught in the bit or chuck. 6. Unexpected bone density/condition. Never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument. This is a limited reuse device based upon the sharpness of the drill tip. As with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Final product met specifications upon release to distribution. No further investigation is warranted at this time.